Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Customer provided a value of 490 mg/dl, and also could not recall previous bg levels. Cause of elevated bg levels were unknown. Bg was treated with manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.